Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the nitrile exam glove medium. Patient stated that the smell of the gloves make him sick. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".